Manufacturer narrative:
Correction to the initial MDR in block g1: MFR site address 1, MFR site city, MFR site state, MFR site zip/post code, MFR site country, MFR site phone. Investigation summary: based on the information available, the cause that contributed to the reported cylinder replacement procedure cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the tactra instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this tactra malleable prosthesis underwent a revision surgery for unspecified reasons. The left cylinder was removed and replaced with a new one. No additional information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
It was reported that the patient implanted with this tactra malleable prosthesis underwent a revision surgery for unspecified reasons. The left cylinder was removed and replaced with a new one. No additional information was provided.